Event description:
It was reported a pump memory error occurred during an update. The pump memory alarm sounded. The pt had not recently had an MRI. The pump was programmed to stop pump. Telemetry was performed which also indicated a memory alarm was occuring. No pt symptoms were reported. Additional info has been requested, but was not available on the date of this report.